Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No, device mfg date: 06/30/2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller power loss while one battery was connected to the controller. The patient had a "red heart alarm" and denies double disconnecting their power sources. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and one battery were not returned for evaluation. Log file analysis revealed a controller power up event on 01/apr/2019 at 02:05:18. The data point prior to the loss of power revealed that bat587633 was connected to power port one with 24% relative state of charge (rsoc) and bat556176 was connected to power port two with 75% rsoc. The data point recorded after the loss of power revealed that bat584264 was connected to power port one and bat556176 was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was without power for 12 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one connected power source. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat556176. FDA method code(s): 4114, 4112.FDA results code(s): 213. FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.